Manufacturer narrative:
A1: (B)(6), b4: 06-aug-2021, g1: mr. (B)(6), g3: 06-aug-2021, g6: follow-up #1, h2: additional information, h3: no. H6: medical device problem code: 2682 - patient - device incompatibility. Investigation conclusions: 4315 - cause not established. H10: the device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.

Manufacturer narrative:
Additional information and the return of the device has been requested. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised on (B)(6) 2020.